Event description:
The report indicated that the procedure was coil embolization assisted with an enterprises vrd (enc453712/01426909) and codman and non-codman coils (gdc-stryker x15, v-track microplex-terumo x14, src14092220/f42782, src14092220/j10167, ed extra soft x27, 637cf0615/15179306, 637cf0615/1515605, 638cf0615/15258730, src14061520/j10180, src14051220/f40526, src14051220/f52209, src14051220/f50729, src14061520/j10272, src14061520/j10201) of left the cavernous sinus aneurysm, and four months after the index procedure, the patient developed diplopia associated with left abducens nerve paralysis. Action taken was administration of mecobalamin. The event outcome as of onset was indicated as ongoing and unchanged. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The patient had no medical history. The unruptured saccular aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm: 25.0mm. The parent vessel size diameter proximal was 4.1mm and distally was 4.2mm. Mrs before the procedure on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 121 seconds pre anticoagulation and 324 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 96% after the procedure. At the time of follow-up (on (B)(6) 2012), the aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm:25.0mm. The parent vessel size diameter proximal was 4.1mm and distally was 4.2mm. The occlusion rate of aneurysm was 95%. At the time of one year follow up on (B)(6) 2012, mrs was 1. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, heparin7,000u, and argatroban hydrate 60mg. Prior to implanting the vrd, an envoy guide catheter (cat/lot# unknown), axcelguide-medikit, prowler select plus microcatheter (606-s255x/lot # unknown), chikai/asahi (B)(4) were utilized. Other devices utilized during the procedure were an excelsior 1018/stryker, echelon-14/covidien (B)(4), chikai/asahi (B)(4). No further information is available and procedural images are not available the product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00734, 2954740-2012-00735, 1058196-2012-00382, 1058196-2012-00383, 1058196-2012-00384, 2954740-2012-00736, 2954740-2012-00737, 2954740-2012-00738, 2954740-2012-00739, 2954740-2012-00740, and 2954740-2012-00741.

Manufacturer narrative:
The report indicated that the procedure was coil embolization assisted with an enterprises vrd (enc453712/01426909) and codman and non-codman coils (gdc-stryker x15, v-track microplex-terumo x14, src14092220/f42782, src14092220/j10167, ed extra soft x27, 637cf0615/15179306, 637cf0615/1515605, 638cf0615/15258730, src14061520/j10180, src14051220/f40526, src14051220/f52209, src14051220/f50729, src14061520/j10272, src14061520/j10201) of left the cavernous sinus aneurysm, and four months after the index procedure, the patient developed diplopia associated with left abducens nerve paralysis. Action taken was administration of mecobalamin. The event outcome as of onset was indicated as ongoing and unchanged. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient had no medical history. The unruptured saccular aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm: 25.0mm. The parent vessel size diameter proximal was 4.1mm and distally was 4.2mm. Mrs before the procedure on (B)(6) 2011 was 0, on 3/28/2011 was 0, on (B)(6) 2011 was 0. The act was 121 seconds pre anticoagulation and 324 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 96% after the procedure. At the time of follow-up (on (B)(6) 2012), the aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm:25.0mm. The parent vessel size diameter proximal was 4.1mm and distally was 4.2mm. The occlusion rate of aneurysm was 95%. At the time of one year follow up on (B)(6) 2012, mrs was 1. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/day, heparin 7,000u, and argatroban hydrate 60mg. Prior to implanting the vrd, an envoy guide catheter (cat/lot# unknown), axcelguide-medikit, prowler select plus microcatheter (606-s255x/lot # unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were an excelsior 1018/stryker, echelon-14/covidien japan, chikai/asahi intec. No further information is available and procedural images are not available. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm and neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Clinical factors appear to have contributed to the event with no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00734, 2954740-2012-00735, 1058196-2012-00382, 1058196-2012-00383, 1058196-2012-00384, 2954740-2012-00736, 2954740-2012-00737, 2954740-2012-00738, 2954740-2012-00739, 2954740-2012-00740, and 2954740-2012-00741.